Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was unknown. The 3.5 x 15mm nc quantum apex balloon catheter was inflated to 14atms and ruptured on the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.